Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable set was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell while the patient was connected. During troubleshooting, it was discovered that the one of the supply bag was not tightly connected to the amia set. During follow up, the patient tightly connect the connection before therapy started. Renal therapy services (rts) reviewed proper procedures with the patient. The patient would perform manual exchange to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.